Manufacturer narrative:
Evaluation: results: visual analysis of the lead observed, it was severely kinked with all wires broken approx 6.5 cm from the paddle. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2006. It was reported that the lead had eroded throughout the pt's skin. The physician stated that the lead was not visibly infected so no culture was taken. The lead was explanted and replaced with a different model lead. No further pt complications were reported.